Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise signals creating an inappropriate storage of an untreated ventricular tachycardia episode. The patient reported they were at a garage sale at the time of the stored episode. Noise was reproducible through isometric maneuvers in all three vectors. Technical services (ts) was consulted and recommended a chest x-ray. A chest x-ray was performed and ts analysis confirmed that the lead appears fully inserted. Device optimization was performed and the primary vector yielded the best results. Additional information was received that the patient received an inappropriate shock as a result of oversensing noise signals. Isometrics were performed and reproduced the noise in all vectors. Subsequently, the patient requested that the s-ICD device therapies be turned off to prevent receiving another inappropriate shock, therefore device therapies were turned off. The plan is for the patient to undergo a device upgrade procedure at a later date. Ultimately, the s-ICD system has been explanted. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise signals creating an inappropriate storage of an untreated ventricular tachycardia episode. The patient reported they were at a garage sale at the time of the stored episode. Noise was reproducible through isometric maneuvers in all three vectors. Technical services (ts) was consulted and recommended a chest x-ray. A chest x-ray was performed and ts analysis confirmed that the lead appears fully inserted. Device optimization was performed and the primary vector yielded the best results. At this time, the device remains in-service. No adverse patient effects were reported. Additional information was received that the patient received an inappropriate shock as a result of oversensing noise signals. Isometrics were performed and reproduced the noise in all vectors. Subsequently, the patient requested that the s-ICD device therapies be turned off to prevent receiving another inappropriate shock. The plan is for the patient to undergo a device upgrade procedure. At this time, the device remains implanted with device therapies turned off. No adverse patient effects were reported. Additional information was received that this s-ICD has been explanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.